Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized as shock therapy was not effective at converting the patient from ventricular fibrillation (vf) back to their sinus rate. The vf episode spontaneously ended on its own. X-rays showed a potential for a more optimal s-ICD system position, but no major anomalies were discovered. Shock impedance measurements during the episode were high, but still within range. The s-ICD remains in service and no additional adverse patient effects were reported.